Event description:
It was reported that the patient presented during a follow up and the pacemaker went into backup vvi during software upgrade. Upgrade was attempted again but the device continued to go into backup vvi. The pacemaker was restored to normal function. Patient will be followed normally.